Event description:
It was reported that the customer was hospitalized to diabetic ketoacidosis. Blood glucose at the time of the emergency room visit was 520 mg/dl; was treated with insulin drip. Customer had changed the infusion set 3 times on that day. His diabetes educator pointed out that the customer should not be inserting into abdomen because he is very lean and causes the cannula to bend. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.